Manufacturer narrative:
The customer cancelled the service call. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that the stenoscop system beam was not properly collimated. No patient injury was reported.